Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data were requested but not provided. The patient's sample was requested for investigation, but not enough patient sample was available for further investigation. The observed differences in ft3 values generated with the roche assay and abbott architect assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. The customer provided the patient¿s sample for investigation and was tested on an e 801 module and a cobas e 411 immunoassay analyzer. The patient¿s sample was also outsourced and tested on an abbott architect. Refer to the attachment on the medwatch for all patient data.